Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent and removal difficulties were encountered. It is unk if the 70-85% lesion in the mid-proximal lad was predilated. Following deployment of the taxus express2 8.8% 3.50 x 16 mm drug eluting stent, the balloon was successfully deflated, but while attempting to remove the stent delivery system, it was noted that the delivery device balloon was sticking to the stent. The inflation device was dialed down slowly to 0, then pulled negative, waited about 20-30 seconds. As the balloon would not come out, they pulled negative again, re-inflated to 2 atms then deflated in an attempt to rewrap the balloon using twisting and pulling motions. The physician was still unable to remove the balloon and the pt developed chest pain. The guide catheter was sucked in to the level of the stent and they were then able to remove the balloon with some force. However, no flow was observed in the lad. Angioplasty was performed and adenosine administered. The maneuvers to remove the balloon lasted about 1 minute. A mix of 20 cc contrast/30-35 cc saline was used. Flow was restored to the lad and the pt left the cath lab in stable condition - "all well."